Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience elevated blood glucose (bg) levels; level was unknown. Customer declined to provided further information and further troubleshooting with tandem technical support.